Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim. It was reported that in the past 3 days, they noticed it felt like their implanted device moved, rotated under their skin, felt like a hole was there. They had lost some weight in their butt and this morning had noticed the device moving around in the pocket and they were feeling gaps in the bottom. They noted the device was not completely round and patient services explained the shape of the ins. The reported that it had rotated from upside down to being 180 degrees and twisted. The patient was advised patient to avoid trying to manipulate the device. The patient was redirected to their healthcare provider to further address the issue.